Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus which was too large for the customer's target blood glucose (bg) level during that time frame. The customer disconnected from the pump and consumed carbohydrates to avoid lowering of bg level. There was no impact to bg level. The customer's bg level did not go below 110 mg/dl.